Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service found the insufflator was shutting down automatically and alarming, and only the power on/off switch was glowing, due to a pressure sensor circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that after switching on the power source of the subject device, an alarm was generated and the light on the front panel was turned off. The reported problem was found when preparing the device for an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon (after switching on the power source an alarm is generated and the light on the front panel is turned off) occurred due to failure of the printed circuit board. There is no definite cause of why the printed circuit board malfunctioned. Olympus will continue to monitor field performance for this device.